Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 00:00:42. During night drain cycle one, the patient's ultrafiltration reading was 2405ml, indicating the home patient (hp) drained 2405ml more than their maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The iipv event was confirmed through an event history log review. The cause was a false empty detect at the initial drain, after the I-drain alarm volume was met and the false empty detect during previous therapy last drain after the minimum drain volume was met. If any additional relevant information is received, a supplemental report will be submitted.